Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment, while connecting for rinseback the luer tip of the arterial line broke off into the patient's fistula. Rinseback was completed with the exception of tubing segment from the saline line to the access, resulting in an estimated blood loss of 30cc. No additional medical intervention was required.

Manufacturer narrative:
Nxstage requested return of the disposable cartridge; however, it was learned through follow up that the cartridge had been discarded. The exact cause of the broken arterial luer tip cannot be determined, however it was most likely due to excessive force used while connecting to the patient's access. Nxstage will continue to monitor as part of the routine complaint process. Facility staff has been notified. Nexstage medical considers this report closed. No additional information will be provided.